Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that there were several attempts at placing the right ventricular (rv) lead; however, the helix would not extend. Therefore, the rv lead was removed and a check of the lead revealed that the helix was bent once extended after several rotations. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.